Event description:
This lead was explanted and replaced due to high impedances and loss of capture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead was found cut. Only a distal fragment of approximately 40 cm length was returned for analysis the proximal fragment including the is-1 connector pin was not returned. The visual inspection of the available fragment showed abrasion marks along the lead body. In particular, approximately 6 cm, 10 cm and 15 cm proximal to the lead tip the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.